Event description:
It was reported that the patient was diagnosed with a pump pocket infection on (B)(6) 2012. The patient experienced seizures, drainage/incisional wound opening and increased spasticity. A culture was taken from the device pocket. The entire system was explanted secondary to infection in the pump pocket. The patient was hospitalized and admitted to the picu (pediatric intensive care unit) to manage baclofen withdrawal. Patient status was 'alive - with injury.' It was indicated that the device will not be returned. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported that the withdrawal and seizures were a result of the pump removal and cessation of itb therapy. The patient did not present with seizures or withdrawal at the same time as the infection. It was reported following the pump and catheter replacement, the patient was transferred to inpatient rehab.